Manufacturer narrative:
Additional information has been provided in d9. Corrected information has been provided in b3, d1, h3. Reported inability to start console ic1585 was caused by failure of its internal electronic subassemblies. This report is submitted as a follow up to provide additional information and corrected information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during the console check the console was switched on. The light turned green but the screen stayed black. The console gave an alarm. This is the same alarm sound as if the battery was switched off. No patient was involved.